Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 4.00 x 24mm synergy xd drug-eluting stent (des) was selected for used. However, when the stent was pulled out of the packaging, the stent dislodged from the balloon. A new 4.00x24 synergy des was used to complete the procedure successfully. No patient complications were reported.